Event description:
The pin is often slipping out of the generator of vns (vagal nerve stimulator) devices and the company making the vns device is covering it up. Reinstatement of the pin requires an extra surgery. The company does not communicate the potential for rf (radio frequency) field burns- and this is a warning in their label- in the majority of their communications, with main institutional neurosurgeons not knowing about it or why it occurs. The vns device is being used off label by salespeople and neurosurgeons in that the settings just after implantation are set at a high level- causing the potential for asystole and in some cases patient deaths as a result. Will be placing this information and the date of filing this communication in with the press before end of 2024 if not fully and clearly in the news investigated. Salespeople show up unwelcome with scrubs on as if they are hcps to sell this product in examination rooms- utilizing wrong data in front of physicians and patients. Company: livanova. Reference report #mw5159589.